Manufacturer narrative:
The patient remains ongoing and continues on lvad support with the manufacturer's device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the patient remains ongoing on lvad support. A correlation between the device and the report of intracranial bleeding could not be conclusively determined. The instructions for use lists stroke and bleeding as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 33 days post implant of the lvad, it was reported that the patient experienced intracranial bleed in the left hemisphere. The patient also had altered mental status. Anticoagulants were used at the time of the event (warfarin, asa). The cause of the neurological disorder was reported noted to be "device related, complexities of medical management.